Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on october 19, 2022. Raw material and component records were reviewed and were found acceptable. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A4, a5: patient weight, and ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) band aid brand adhesive bandages flexible fabric strips 10ct USA 381370056850 381370056850usa 381370056850usa, lot number 2922b. D4: upc # 381370056850 lot number #: 2922b expiration date: na UDI #: (B)(4). D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: a review of the device history records has been requested. H6: health effect clinical code: e1721 also refers to consumer alleged about "pulled the skin so badly, layered skin peeled of, subsumed pain". E2402 refers to consumer "intentional misuse/off-label use" of the product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported she went to a party and when she came home, she had a blister on her foot. She put the flexible fabric on it. She always uses it and never has a problem. But taking it off the next day when she was going into the shower, it wouldn&apos;t come off. The cushion part was on top, but the bottom she couldn&apos;t get it off. So, when she pulled it off, it pulled the skin so badly. Her husband quickly sent her off to urgent care and they treated it with medicated water. They also gave her a medicated pad and used it for 10 days to heal the layered wounds and use motrin for pain. It was reported that, the symptoms worsened after the patient stopped using the product.